Event description:
Boston scientific received information that this patient had two to four sudden bradycardia response episodes stored per day and was still experiencing syncope. It was suggested to send the patient home with a holter monitor to obtain additional information while the patient is symptomatic.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.